Event description:
16 french temp sensing foley in situ (redacted date-redacted date). Contacted by ot of leaking from bag. Noted leaking from top right of bag as you look at the front of the bag. Catheter removed. Unknown if needs to be reinserted at this time.